Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwtt3-t6 that is sold in the united states under (PMA/510(k) # (p190018).¿ the manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery they have noticed that the lens damaged at the edge of the optical zone. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo provided shows an implanted iol (intraocular lens). There appears to be dark marks/lines near the optic edge. Based on our observation of the attached photo, there appears to be dark marks/lines near the optic edge. The origin of the observed marks/lines cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).